Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
Omsc investigated the subject device and confirmed the following. Horizontal line noise occurred in the endoscopic image. This noise occurred during the electronic shutter was enabled. This noise did not occur during the electronic shutter was disabled. Based on the investigation result, omsc surmised that this phenomenon was caused by the following mechanism. Regarding the video signal sent to the ccd unit of the subject device, the disturbance occurred during the electronic shutter was enabled due to the influence of any characteristic variation of the device controlling the electronic shutter on the circuit board of the subject device. The noise occurred by this disturbance of the video signal. There were no further details provided. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc tried to reproduce the phenomenon using the subject device. The endoscopic image was displayed without any abnormality, and omsc could not reproduce the phenomenon. Omsc will continue the evaluation about this issue. The otv-s7proh-hd-10e instruction manual states the corresponding method when there is an abnormality. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus was informed the following on january 27th 2017. During the laparoscopy, the user facility connected the subject device to a video processor. At that time, noise occurred in the endoscopic image. As a result of additional survey to the user facility, olympus was informed the following on march 15th 2017. The user facility replaced the subject device with a spare device, and completed the procedure. There was no report of the patient¿s injury regarding this event.